Event description:
It was reported by service report that the communication cord had bent and missing pins and nurse call was not functional. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: communication cord had bent and missing pins.